Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe leaked. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd emerald¿ syringe leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with four used and affected samples. These were full of a drug inside and presented a small quantity of this drug between the first and second lip of the stopper. Bd has performed the leakage test for these syringes and no issue was found. Bd could confirm the reported issue. DHR review for lot 1709398: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2015 (september 18th - 19th, 2017). Syringes were assembled in machine, nº4267, and nº4260, in lot #87251007 (september 11th ¿ 17th, 2017), in lot #7251008 (september 11th ¿ 17th, 2017) and in lot #7258089 (september 18th ¿ 25th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7258088, #7254202, #7244149, #7251472, #7244073, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7258051, #7251476, #7244074, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7244063, #7251500, #7258079, and no problems, defects or qn related to the reported issue were found. Based on the sample evaluation, bd confirms that a small quantity of drug leaked through the first lip of the stopper. After that, bd performed the leakage test and no defect was found. Bd concludes that the cause of the problem may have been produced because of a small damage in the stopper lip, which during use, produced the reported issue. Bd can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.